Manufacturer narrative:
Product classification code provided. Subsequent product codes: mni, mnh, kwp, kwq. A product development evaluation was conducted. The screw was returned with the head separated from the bone screw. There are some scratches on the head. The polyaxial head collet has a few deformed flanges which hold the head onto the bone screw. It is not clear how the surgeon was removing the screw. An excessive bending load may have been applied as the flanges seem to be damaged more on one side of the collet. As there is not enough information describing how the screw was removed, a conclusion cannot be determined, from a design perspective.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going. A review of the device history record revealed no complaint related anomalies.

Event description:
On (B)(6) 2013 the poly head disengaged from the screw when it was removed for repositioning. No further information was provided.